Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 3 of the same event. It was from (B)(6) that during preventative maintenance, before use on patient, it was discovered that three attachment devices did not run. According to the reporter, the devices were oiled. The reporter stated that the devices started to heat up and did not run smoothly during testing, after the devices were oiled. It was reported that a spare identical device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device bearing seized, jammed and was heavy moving. It was also observed that the device ceased up due to jammed bearings. The device failed the following pre-tests: check of free moving and check for untrue running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.